Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a day of implant, the right ventricular (rv) lead exhibited poor sensing, and the lead was determined to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.